Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('essure device that perforated the left uterine horn, right essure that perforated the right uterine horn') and device breakage ('essure is fragmented. There are fragments of essure in the greater omentum') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), abdominal pain lower ("pain in the left iliac fossa"), deafness ("otorhinolaryngology problems (deafness)"), tinnitus ("otorhinolaryngology problems (tinnitus)"), nasal disorder ("otorhinolaryngology problems"), pharyngeal disorder ("otorhinolaryngology problems"), depression ("depression") and sleep disorder ("sleep disorder"). The patient was treated with surgery (removal of the essure fragments, omentectomy). Essure was removed. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown and the abdominal pain lower, deafness, tinnitus, nasal disorder, pharyngeal disorder, depression and sleep disorder had not resolved. The reporter provided no causality assessment for abdominal pain lower, deafness, depression, device breakage, fallopian tube perforation, nasal disorder, pharyngeal disorder, sleep disorder and tinnitus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('essure device that perforated the left uterine horn, right essure that perforated the right uterine horn') and device breakage ('essure is fragmented. There are fragments of essure in the greater omentum') in a (B)(6) patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), abdominal pain lower ("pain in the left iliac fossa"), deafness ("otorhinolaryngology problems (deafness)"), tinnitus ("otorhinolaryngology problems (tinnitus)"), nasal disorder ("otorhinolaryngology problems"), pharyngeal disorder ("otorhinolaryngology problems"), depression ("depression") and sleep disorder ("sleep disorder"). The patient was treated with surgery (removal of the essure fragments, omentectomy). Essure was removed. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown and the abdominal pain lower, deafness, tinnitus, nasal disorder, pharyngeal disorder, depression and sleep disorder had not resolved. The reporter provided no causality assessment for abdominal pain lower, deafness, depression, device breakage, fallopian tube perforation, nasal disorder, pharyngeal disorder, sleep disorder and tinnitus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.